Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99078. Supplemental rationale: corrected data: b5, h6, h11, 8 previously reported events were included in this follow-up record. Product return status: 7 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Evaluation findings (results/components): 7 devices: fracture problem / part/component/sub-assembly term not applicable. 1 device: results pending completion of investigation / part/component/sub-assembly term. Not applicable. Product disposition: 7 devices: product not received. 1 device: product disposition is not yet determined.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status 8 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 8 devices: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 8 devices: product disposition is not yet determined additional information 8 devices were labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 8 events for the failure: fracture. - 8 events had no health consequences or impact.